Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed premature battery depletion was noted on the pacemaker (pm). No changes or intervention was reported. The patient condition was stable.